Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a check after receiving a patient notification for high voltage lead impedance (hvli) above the monitored range. The hvli patient notification trigger was cleared and turned off. The patient will continue to be monitored with normal follow-up.